Manufacturer narrative:
Muscle and joint aches. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU: implantation of a ventricular assist device is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. All vad patients face risks including, but not limited to thrombosis and re-operation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Manufacturer narrative:
(B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed via controller log files, as log files were not available on the date of the reported event. Analysis of the device revealed that the device failed to meet specifications; the device passed dimensional verification and functional testing. However, visual examination indicated mild to moderate abrasions on the pump and impeller surfaces. Independent pathology report revealed evidence of thrombus within the pump. The mechanical abrasions, observed on the lower housing surface and the matching inferior surface of the impeller, are indicative that external factors, such as thrombus formation, may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by medical staff that on (B)(6) 2015 the patient was admitted to the hospital with muscle and joint aches and was febrile. The patient also exhibited high watts alarms, flow >10lpm, positive hemolysis labs (elevated ldh and plasma hgb) and hematuria. IV heparin initiated and IV antibiotics for a febrile response. The patient was systemically cultured with no focal source of infection identified. The patient was placed on ECMO on (B)(6) 2015 for reduced pump function and was taken to the operating room on (B)(6) 2015 for semi-emergent pump replacement. Waveforms and log files were not sent in by the implanting center prior to the pump exchange. The patient outcome is not reported. No additional information was provided.